Event description:
It was reported to philips healthcare that the device fails opcheck for ibp (invasive blood pressure). There was no reported patient involvement or negative patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.